Manufacturer narrative:
The down arrow button on the insulin pump was unresponsive due to flattened button dome switch. Excessive no delivery alarm was not verified due to keypad anomaly. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and experienced a keypad anomaly. The customer also reported experiencing high blood glucose. The customer's blood glucose was 403 mg/dl, which was treated with manual injection. She stated that she changed the insertion site and reservoir the day prior to the call. She stated that the insulin pump had woken her up in the middle of the night, so she suspended the device, but when she went to resume the insulin pump, she was unable to. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She noted that she had recently been hospitalized due to chemotherapy for cancer and advised that she was now free of cancer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.